Manufacturer narrative:
At this time, no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The sensor kit expiration date is 30-apr-21. The medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. At this time, additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 3 days of wear. On (B)(6) 2021, the customer had a loss of consciousness and was brought to the hospital where unspecified third-party medical treatment was provided for hyperglycemia. No further information was provided. There was no report of death or permanent injury.